Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose at the time of incident was 400 mg/dl. Current blood glucose was 122 mg/dl. Customer gave a needle and changed set as treatment for high blood glucose. Customer reports they have not contacted their healthcare provider regarding the high blood glucose. Based on customer report customer does not allege pump was under delivering. Customer is not calling back to perform an high pressure test. Customer was stating when changing out to new set she received an insulin flow blocked when trying to fill the tubing. Advise to verify connection between infusion set and reservoir is secure by gently tugging on connector before using in the insulin pump. : customer resolved the issue and was able to use the same set/reservoir. The insulin pump will not be returned for analysis.